Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the test strips and control solution passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to other meters. The complaint was classified based on the customer service representative (csr) documentation. No date was provided by the patient for the start of the alleged inaccuracy issue with the meter. She claimed that on an unspecified date and time, she obtained an alleged inaccurate high blood glucose result of ¿70-80 mg/dl¿ on the subject meter compared to ¿43 mg/dl¿ on a medisense meter and ¿48 mg/dl¿ on a onetouch ultraeasy meter performed within 30 minutes of each other. She also claimed that the results on the subject meter were consistently 30 mg/dl higher than the other meters. Based on statistical methodology, the calculated difference between the reported results exceeds lfs¿ accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She reported that 5 minutes before obtaining the alleged inaccurate result, she experienced symptoms of ¿hypoglycaemia, sweat [and] trembling¿ which she self-treated with ¿dextro¿ and ¿several glasses of fruit juice¿. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure at the time of testing, her test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient was unable to conduct a control solution test. Replacement products were sent to the patient. Although the patient¿s reported symptoms started prior to her noticing the alleged inaccuracy with the meter, it cannot be ruled out that the meter had been reading inaccurately high prior to this time ¿ causing her to administer increased insulin which resulted in the alleged symptoms she reported.

Manufacturer narrative:
Follow-up #3. Supplemental sent to correct information in previous follow-up; alert date should have read (B)(6) 2015.